Manufacturer narrative:
Re-submitting this case (3002807350-2016-00005) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. Due to unavailability of actual sample involved in the event, we are unable to verify the actual cause of the reported claim. The actual lot number involved in the event is unknown and no information of the product lot that currently use. Jmss had conducted an investigation as a precaution if the device contributed to the adverse event. As per information provided by the clinical manager, the blood loss was found around patient at approximately 40 minutes into dialysis treatment whereby disconnection was revealed and noted. The patient care technician in-charge did not find any defects or abnormalities with the avf needle upon visual inspection prior usage. No abnormality was observed during the connection fitting of avf joint (female luer connector) to the bts connection (male luer connector). They mentioned that the avf set disconnected from the bts venous line at the luer connector. There is a possibility that the two devices were not connected properly. Although we could not establish causal effect (either use error or product defect), we did due diligence and investigated the (B)(4) production lots that might produced to the time that the product lot is used in the market, in an effort to further substantiate that there is no abnormality observed in our product. Based on our selected evaluation of reserve samples and device history record of the lot numbers, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. The clinical manager remarked that MDR was only filed for the machine used (the actual suspect medical device) and not for the jms device in-use. However, with the facts she gave over-the-phone conversation specifically regarding the adverse event, we are to believe there is no device-related defect or malfunction involving the jms wingeater, but we are unable to determine if end-use(r) error was a factor from the information voluntarily given to jms na, as explored above. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Facility's ((B)(6)) initial report: a hemodialysis user facility reported that the needle line became disconnected from the venous bloodline during patient treatment which ultimately resulted in blood loss. The patient became unresponsive and was administered normal saline. The patient reported feeling better; the chest pressure and nausea resolved. The estimated blood loss was reported to be approximately 500ml. The patient was sent to the hospital by ems where a unit of prbc (packed red blood cells) was received. The patient returned to the user facility two days later and was treated without incident.